Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050401captures the reportable event of air water button leaking. Block h11: investigation results the product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the event description and information provided by the customer there is not enough evidence to determine whether the a/w valve flow issue and a/w valve fluid leak was due to the physicians technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that orca valve was used during a procedure performed on unknown date. During the procedure, the air/water button was leaking water and not providing enough insufflation. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050401captures the reportable event of air water button leaking.

Event description:
It was reported to boston scientific corporation that orca valve was used during a procedure performed on unknown date. During the procedure, the air/water button was leaking water and not providing enough insufflation. The procedure was completed using with another of the same device. There were no patient complications reported as a result of this event.